Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and it was reported that the patient was not happy with the device and didn¿t know what the doctor did. Additional information received as patient reported that they first started experiencing an issue on (B)(6) 2016. Patient reported that they could not hold their urine. Patient did not what led to this symptom. Patient did not want to go to doctor because of bill issue. Issue was not resolved at the time.